Event description:
This is the second report of two involving a cam02 from the same facility. Cross reference with MFR report number 3006697299-2015-00042 ((B)(4)) it was reported that there was an issue with a cam02 "catheter failure error message." The cam02 actually had come in for a maintenance, and the problem was found at that time. A different cable and catheter was used on the cam02 in question, and still had the catheter failure error. The original cable that came with the cam02 worked fine on a different cam02.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Manufacturer narrative:
Integra has completed their internal investigation on 06/08/2015. Results: the DHR was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: april 2014. No non-conformance reports were raised during the mfg process for this console. All the functionality tests were carried out accordingly and all results of the tests were recorded as within spec prior to the cam02 monitor been released. During the time period "february 14 to march 15", the global product usage for cam02 monitors was calculated as 9, 107 usages, the quantity of complaints over the review period with the key word identified in the complaint review can therefore be calculated as 0 04% of procedures this percentage is above the "remote" rate of occurrence scored in the camo2 monitor's pfmea issue 2 risk management reviews future complaints will be continued to be monitored and trended. Conclusion: the customer complaint incident could not be duplicated and the investigation has verified this is a single occurrence as a result of the complaint investigation and trending activities, it can be concluded there is no corrective action required for the complaint investigation. Future incidents of this nature will be monitored for recurrence and trending purposes.